Event description:
It was reported that approximately 99 months after a right total knee replacement procedure, the patient underwent a revision procedure to address possible symptomatic polyethylene wear, including pain, swelling, instability, and dissatisfaction with their tka. Revision operative notes were provided. Findings indicated mild synovitis and no purulence. There was mild wear of the tibial polyethylene involving the posterior aspect, particularly on the medial aspect, with some evidence of oxidation. The locking mechanism appeared to be intact. The femoral and tibial components were found to be well-fixed. There was only minimal wear of the patella involving the central aspect. The surgeon performed an exchange of the tibial and patella polyethylene. The patient was then awoken from sedation and transferred to recovery in stable condition. The devices were not returned for evaluation, as they were sent to the lab and legal at the hospital. Images and x-rays were provided for review. No further issues or complications were reported no additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-010-03-0335 - logic cr femoral cem, right, sz 3.5, (B)(6) - 02-012-49-3509 - logic cr tib insert slope ++, sz 3.5, 9 mm, (B)(6) - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00553. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be instability and inclusion of the polyethylene in the packaging recall. However, the reported instability could not be confirmed from the provided information. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.